Event description:
Dr. Implanted a cft454-7c centerflex graft on 12/10/1997. Three days later a clot occluded the graft and the graft was declotted by interventional radiology. Subsequently, a red streak developed in the pt's arm where the graft was implanted. Despite i.v. Antibiotics the graft was removed on 12/27/1997. Hosp laboratory tests were positive for more than one bacteria type.